Event description:
It was reported that the nurse unable to start therapy due to alarm 14 (probe out of range) in an arctic sun device. Neither the foley nor the esophageal temperature probe was delivering a reading. A replacement cable was borrowed from another functioning device and tested, but the issue persisted. Based on these findings, the device requires further evaluation and has been referred to biomedical engineering for assessment.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse unable to start therapy due to alarm 14 (probe out of range) in an arctic sun device. Neither the foley nor the esophageal temperature probe was delivering a reading. A replacement cable was borrowed from another functioning device and tested, but the issue persisted. Based on these findings, the device requires further evaluation and has been referred to biomedical engineering for assessment.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Neither the foley nor the esophageal temperature probe was delivering a reading. A replacement cable was borrowed from another functioning device and tested, but the issue persisted. Based on these findings, the device requires further evaluation and has been referred to biomedical engineering for assessment. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.